Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. Cause was unknown, and a specific bg value was not provided. Additional information was not provided. Customer declined further troubleshooting.

Manufacturer narrative:
Device not returned.